Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer overfilled a cartridge (with over 300 units of insulin) and received a minimum fill message. Reportedly, the customer is reusing the syringe, and it no longer has visible unit marks. Customer reported a blood glucose level of 390 mg/dl, which was addressed with manual injections. The customer was able to load a cartridge successfully and resume insulin delivery.